Event description:
It was reported that the vessel sealer instrument did not seal during a da vinci hysterectomy procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to replicate the customer reported complaint. Failure analysis inspected the instrument and observed that the blade was dislodged between the grips with heavy biodebris. The instrument did not pass the self-test and would not engage. The blade cable nor the blade were bent. The blade was reseated and the instrument passed self-test with no error messages. The instrument passed electrical continuity testing. Cautery and seal function testing were performed and no issues were found. Grip force testing was performed and all readings were above the minimum requirements. The gap between the grips was found to be within normal range. Engineering analysis observed that a conductor wire was found with damage to the insulation coating at two different locations. The first location had a piece sticking out with the metal wire showing but no material was missing, the piece covered the exposed area. The second location had a small piece missing. The damage to the wire likely occurred from making contact with another object. The customer reported complaint does not itself constitute a MDR reportable event; however, the damaged conductor wire with material missing, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.